Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted three puncture holes in the tubing located below the patient connector. Functional testing including leak and clear passage testing were performed; a leak was identified from the holes in the tubing. The reported condition was verified. The cause of the holes could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked due to holes in the tubing; further described as "2 holes on one side of the tubing and 1 hole on the other side", below the connection point. This was noticed during fill of peritoneal dialysis therapy. There was no patient injury associated with this event. The patient was given antibiotics as prophylaxis treatment. No additional information is available.